Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. Upon removal of the was from the patient post closure device implantation, thrombus was identified on the septum at the site of the transseptal puncture via transesophageal echocardiography (tee) and echocardiography. The patient was given additional blood thinners prior to discharge and the patient was expected to fully recover from the event.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. Upon removal of the was from the patient post closure device implantation, thrombus was identified on the septum at the site of the transseptal puncture via transesophageal echocardiography (tee) and echocardiography. The patient was given additional blood thinners prior to discharge and the patient was expected to fully recover from the event. It was further reported that the patient was discharged home the following day post index procedure.